Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer encountered persistent e-200 generator errors. The customer was required to connect the back-up e-200 to proceed with the case. The technical service engineer reviewed the logs and confirmed an error 25952 on the e-200. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the occurrence of error 25952 and replaced the e-200 generator to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Failure analysis in currently in progress at the time of this report. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided.